Event description:
This lead was explanted and replaced due to noise. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. In the course of the analysis, the suture sleeve was found severed into two fragments. The ligature marks were noted 16 cm distal to the is-1 connector pin. In this region the conductor coils were deformed and the insulation was damaged. This damage can be considered as the root cause of the reported noise. Based on the characteristics of the findings, it is assumed that a tight suture led to the observation. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.